Event description:
During surgery, the surgeon experienced a system fault while an instrument was being inserted into the da vinci system. The surgeon chose to convert the procedure to an open surgical procedure. No pt injury or adverse outcome was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.